Event description:
I got saline implants in 2001, had issues, had them removed, and mentor silicone put in on (B)(6) 2002 (supposedly part of the study, but was never followed by anyone). Over the next few years, I began having chronic sinus infections, adrenal fatigue, digestive issues, daily headaches, constipation, allergies, joint pain, low immune system, and raynauds diagnosis. These resulted in quite a few surgeries (3 surgeries between both shoulders, 7 foot surgeries, 2 sinus surgeries, and 3 knee surgeries, including total knee replacement), medications, doctor visits, etc. In 2017, I wanted to get smaller implants, so I exchanged mine for the newer mentor implants. Immediately following the surgery, I began having new symptoms, along with the old ones, that seemed to ramp up following the new implants. I developed anxiety, insomnia, very bad brain fog, memory loss, reactions to medicines I have take before with no problem, extremely bad muscle pain, major fatigue, difficulty concentrating, tmj, inflammation, constant dark circles under eyes, chronic sinus infections again ( my ent said he could not figure out why I kept getting infections, and may have to send me to an infectious disease doctor) and even lower immune system. I never put two and two together, until I had a total knee replacement in (B)(6) 2016 that would not heal properly. For a year and a half, I constantly had inflammation and more pain than prior to the replacement. After many visits to my ortho doctor, he had me do an implant/metal allergy test. It came back that I was severely allergic to nickel. That resulted in my research landing me on the breast implants illness sites. At this point, I knew I wanted my implants out, due to all the chemicals/toxins, etc that were in them, including nickel. This totally shocked me, since I am able to, and have always, worn jewelry with nickel with no issues. In (B)(6) 2018, I had my total knee re-replaced with a special coating for people with metal allergies. In (B)(6) 2018, I then had my implants removed, along with the capsules. Literally, in the recovery room, my knee inflammation went down by a lot. Also, immediately following the surgery, my brain fog was gone, memory loss was gone, fatigue gone, concentration better, muscle pain better, sleeping better, headaches have drastically reduced, and I lost 10 lbs of inflammation without doing anything but removing my implants. Also, during the holidays, when everyone else around me was sick, and in the past, I always would get at least one sinus infection, if not more, for the first time in 17 years, I did not get sick or a sinus infection. I had my immune system re-tested, and it too was great (after receiving at least 5 boosters through the years). I had my capsules sent to the lab, and my tests, along with a follow up silicone test, showed that I had a moderate sensitivity to silicone. I took my implants home, and they were completely intact. Yet, after explanting, I feel 100% like a new person. I can say with complete honesty, that if I would have been aware of the potential side effects of breast implants (the breast implant illness ones that have not been medically recognized), I would never have put them in my body.